Manufacturer narrative:
Concomitant medical products: implanted neurostimulator (ins) model 37602 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3387s lot # v009731 implanted: (B)(6) 2006 explanted: unk; extension model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; lead model 3387s lot # v006923 implanted: (B)(6) 2006 explanted: unk; extension model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# v009731, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387s-40, lot# v006923, implanted: (B)(6) 2006, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. He stated that "it had never worked right since it was implanted." The patient "knew it was not working because when they first would try to turn it up so he could get some relief he would get some burning in his mouth." He went to the hospital and they finally checked him and told him the leads were put in the wrong place and one of the implantable neurostimulators (ins) was in the wrong place, so they turned it off. This was discovered "a couple of years" prior to the report. The patient stated that "one of them decided some three to four years ago that something was wrong in the wiring on one side and they just turned it off and did not worry about repairing it."

Event description:
It was reported that there was a loss of therapeutic effect occurred on the patient's left side (right brain). The patient was reprogrammed 6-7 days ago and the reprogramming worked but the patient's symptoms were returning on the left side. The patient indicated that the implantable neurostimulator (ins) on the left side (right hand) had been turned off because in order to get symptoms relief the patient experienced a burning in his mouth. The healthcare provider (hcp) would not do surgery "by virtue of his age." The patient stated that when the ins on the right side is on, if he extended his arm, he gets a shocking sensation. The patient also stated that on the left side ins, if he pressed down behind his neck, he got a shock. The symptoms occurred following an implant. The patient stated that he had lived with burning in his mouth from the right side for four years. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00371.